Manufacturer narrative:
The product was not returned for evaluation. From the information provided, there is no indication that there was any device malfunction, nonconformance, or misuse that contributed to the reported event. Potential adverse events in the labeling with the penumbra system include, but are not limited to, hematoma or hemorrhage at the site, inability to completely remove thrombus, intracranial hemorrhage, ischemia, including death. Therefore, it was determined that the reported adverse events were anticipated complications. The product lot number was not provided, therefore, the manufacturing records could not be reviewed. This report is associated with MFR report numbers: 3005168196-2020-01184, 3005168196-2020-01185, 3005168196-2020-01187.

Event description:
Penumbra inc. Became aware on 15-jul-2020 during its post-market surveillance activities of a journal article titled, ¿aspiration thrombectomy as the first-line treatment of m2 occlusions." (Harsany et al., 2020). It was reported that 82 patients with acute ischemic stroke and isolated m2 segment occlusions were treated in a cerebrovascular stroke center using the neuron max 6f 088 long sheath (neuron max) and either the penumbra system 4max reperfusion catheter (4maxc), the penumbra system ace 60 reperfusion catheter (ace60), or the penumbra system ace 64 reperfusion catheter (ace64). All data was collected from a single center between march 2016 and june 2019. Among all patients, five experienced symptomatic intracranial hemorrhage (sich). However, there is no allegation within the article that a malfunction of the penumbra system occurred. The relationship between the penumbra devices and the sich was not specified. It was not reported whether any action was taken to treat the cases of sich. It was not possible to ascertain specific device or patient information from the article, or to match the events reported with previously reported complaints. Therefore, this report addresses all adverse events within this literature source.